Manufacturer narrative:
Initial reporter: phone number: (B)(6). (B)(4).

Event description:
It was reported that the physician had interrogated the pump in (B)(6), and the eri (elective replacement indicator) was 8 months. It was noted that the pump implant date of (B)(6) 2008 was approximate. On (B)(6) 2014, a critical alarm started to sound; additionally, premature battery depletion was noted. The patient had symptoms of underdose, which were specified as unknown, but the patient was ¿hospitalizing.¿ during pump interrogation, the programmer displayed the ¿pump security mode¿ alert (also reported as ¿safety mode¿), and the pump was noted to have been automatically programmed (also reported as turned off) to ¿minimum rate¿; the physician could not change to the normal dose (also reported as ¿not able to program the pump to normal infusion mode). The patient¿s medical history was unknown. Diagnostic testing and troubleshooting included a rotor/roller study which determined that the pump did not infuse the bolus; the motor could not be restarted. There was no emi (electromagnetic interference) or MRI (magnetic resonance imaging). As a result of the events, the pump was explanted. On (B)(6) 2014, it was reported that the pump remained implanted, but the therapy was not working. The patient was receiving oral treatment while waiting for pump replacement. On (B)(6) 2014, it was reported that the pump had already been explanted, and would be sent for analysis. The pump was being used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). The pump was received, but analysis had not yet begun. A supplemental report will be filed when analysis is completed. The previously reported conclusion codeof (B)(4) was removed, as it no longer applies.

Event description:
It was further reported that the patient was "hospitalizing" because they had underdose symptoms which included a return to baseline spasticity and hypotension. The patient was treated with oral baclofen, to compensate the underdose, and intravenous benzodiazepines. On (B)(6) 2014, it was reported that the patient was receiving effective therapy via the new pump, and that they were in a "titration period" to establish the optimal dose. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed a pump motor feed through anomaly shorting across insulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.